Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case near the display window corners. No cracks were noted on the battery tube threads, but there was corrosion on the battery tube. The pump was received without the original battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized twice in the previous year due to high blood glucose levels. Blood glucose levels at the times of admission were between 450 an 470 mg/dl. The customer reported that he was admitted both times. The customer also reported that the insulin pump was cracked around the battery compartment due to him trying to remove the battery cap. Blood glucose level at the time of the incident was between 250 and 270 mg/dl. The customer also reported that on the morning of the call he had a blood glucose level of 470 mg/dl, which was treated with a manual injections. The customer reported that he had been using manual injections due to site issues. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.